Manufacturer narrative:
(B)(4): one instrument was received for evaluation. The cv1061 has an august 2011 lot code. The ¿lubricate after cleaning tag¿ was located on the leg of the female leg and not on the handle ring. It was confirmed that when the ratchet was tightened to the 4th and 5th ratchet it pops loose with a slight force. The teeth do not appear to have flat spots but there is marking on the teeth that appear to be the result of the ratchets slipping. The single side tooth meshes fully in each location through the 3rd tooth but on the 4th and 5th there is a slight angle between the two. This slight angle is probably a result of the slight curvature on the ratchet tongue. More detailed review shows that the 4th tooth appears to be slightly thicker on one side than the other. The 5th tooth is slightly thicker than the other teeth but since this to complete the profile for the last full tooth (the 4th location) is not intended as the final ratchet position. The unit was inspected per normal final inspection requirements (with one soft, one hard insert), it was verified that there was no gap with the correct shim thickness at both the 1st and 2nd ratchet locations. The unit held through the tap test at the 2nd ratchet location. There was one similar issue reported prior to this instance. No rejections or deviations were identified in the current DHR files that would relate to this issue. The most likely cause of the ratchets not holding in the 4th location is the slight variation in that tooth. There are a couple of potential causes for the variation seen including the two most likely: material, and cutting teeth on a slight curve. Since the ratchet tongue is designed with a slight curve, this would indicate that the most likely cause would be a variation in the material at the location of that tooth.

Event description:
It was reported that during a minimally invasive aortic valve replacement, the cosgrove flexible aortic clamp (by edwards) just came loose (popped off) and the doctor lost control of the of the flow for perfusion for 30 seconds (until he could get another clamp on). He had to have the perfusionist shut down the perfusion pump during this time, and evacuate the blood from the chest too. Additional information received (B)(4) 2013: I was reported that the that the patient did not suffer any adverse effects. The patient was discharged on post op day 4.

Manufacturer narrative:
(B)(4): we have received the device for evaluation when completed a follow up will be sent.